Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre sensor produced a reading that was higher than a subsequent reading received at a hospital. He further reported that on (B)(6) 2019 he received a sensor result of 240 mg/dl, so he self-administered an unspecified amount of insulin in response to the reading and then lost consciousness. Customer awoke at a hospital where a laboratory result of 20 mg/dl was received. Customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre sensor produced a reading that was higher than a subsequent reading received at a hospital. He further reported that on (B)(6) 2019 he received a sensor result of 240 mg/dl, so he self-administered an unspecified amount of insulin in response to the reading and then lost consciousness. Customer awoke at a hospital where a laboratory result of 20 mg/dl was received. Customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. No additional treatment was reported. There was no report of death or permanent injury associated with this event.